Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in europe, at implant with a 26 mm sapien 3 ultra valve, a femoral dissection was noted. The vascular complication was treated with a double stent in the artery.  Per report, the operator felt resistance during insertion of the delivery system and it was difficult to cross the axela sheath. The physician decided to remove all the system together (axela + ds) and prepare a new one.  The patient was discharged in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned with the ultra delivery system after being used in the procedure to edwards lifesciences for evaluation.  The imagery provided by the site shows the sheath condition following the procedure. A large tear was observed in the outer jacket distal to the insertion marker. Small dents were observed on the outer jacket at the insertion marker.  Visual inspection was performed and noted the following:  hole in jacket ~10.5" from distal tip; sheath tip unopened; minor damage was observed on bi-layer; slight bend in sheath shaft at insertion marker.  Due to the nature of the complaint, no dimensional or functional inspections were able to be performed. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times of the following among other inspections: the inside of the shafts were 100% visually inspected under 10x magnification for damage, outer jacket delamination, , the devices were 100% visually inspected (under 3x magnification) and rejected for kinks, incomplete bonds, and damage.  The shaft and outer jacket are visually inspected for damage, tears, cracks, outer jacket wrinkles, and kinks in shaft.  In addition, the lot underwent product verification (pv) testing on a sampling basis. This testing included an insertion force test.  The peak insertion force was measured through the shaft and at the tip and met specifications.  These inspections during the manufacturing process support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed additional similar complaints for sheath shaft resistance with delivery system, bc and sheath shaft withdrawal difficulty.  The complaints were confirmed, however, no manufacturing non-conformances were identified.  A review of the complaint history from march 2018 to february 2019 revealed other returned complaints for sheath shaft resistance with delivery system, bc, outer jacket torn and sheath shaft withdrawal difficulty (model 9630es14 and 9630es14a). The complaints were confirmed, however, no manufacturing non-conformances were identified.  A CAPA was previously initiated for further investigation of the sapien 3 ultra system for resistance with delivery system.   Complaints initiated from december 2018 to february 2019 were reviewed for sheath shaft resistance with delivery system, bc.  Of the complaints found to be related to this event (valve encountered resistance and had to be removed), the review revealed no manufacturing non-conformances. Review of complaint data revealed that the occurrence rate did not exceed the monthly trigger for outer jacket torn and sheath shaft withdrawal difficulty. A review of IFU/training materials revealed no deficiencies.  As noted in the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. The patient information indicated that mild calcification and tortuosity were present in the access vessel. Tortuosity can create a challenging pathway for the delivery system insertion through sheath. Additionally, if the sheath was compressed by calcification when the delivery system is inserted, it would have further increased the force necessary to advance the delivery system through sheath. The damages to the sheath distal tip, dents on the outer jacket (at the insertion marker) and outer jacket tear (distal to insertion marker) are indications of the device interacting with calcification. Calcification can create sharp edges/nodules for the sheath to interact with and therefore damaging the outer jacket. It is likely that calcification in conjunction with increased device manipulation to overcome resistance during delivery system insertion damaged the outer jacket. Similarly, tortuosity and calcification in the patient anatomy can create a difficult pathway for the delivery system and sheath during device retrieval. While a definitive root cause is unable to be determined, available information suggests that patient (calcification/ tortuosity) and procedural factors (device manipulation) may have contributed to the complaint events. The complaints for sheath shaft resistance with delivery system bc, outer jacket torn and sheath shaft withdrawal difficulty were confirmed based on visual inspection of the returned device. Investigation of the device, complaint history, DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events.  Since no product non-conformances or labeling/IFU deficiencies were identified, a product risk assessment escalation is not required.  No corrective or preventative action is required.